Event description:
It was reported that during a follow-up check, the device was found to have exhibited non-sustained right ventricular over-sensing (nsrvo) due to post-paced t wave over-sensing. Device reprogramming was made to address the over-sensing. The patient will continue to be monitored. There were no adverse health consequences, the patient was stable.